Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that all of the keypad buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the alleged complaint could not be duplicated with investigation. Testing confirmed keypad buttons were responsive to button presses and were functional. The keypad had no visible sign of damage. There was no contamination or any other anomaly found on the button contacts. The keypad wire was firmly seated in the connector with no signs of damage or contamination visible.